Event description:
Information was received from a healthcare provider and from a consumer via a company representative regarding a patient receiving morphine (5 mg/ml) at 1 mg/day via an implantable pump for non-malignant pain and chronic low back pain. Starting the morning of (B)(6) 2016, the patient reported hearing a three beep alarm every 10-15 minutes, which was consistent with a pump alarm. The patient was also seeing the code (B)(4) on the personal therapy manager (ptm). The patient was having symptoms of withdrawal and nausea that were considered sudden. Pump logs confirmed that the pump was in safe state and that a low battery reset had occurred at 05:57 that morning. Elective replacement indicator (eri) showed 18 months. The pump was programmed to deliver 0.5 mg/day with boluses, which the healthcare provider opted to update to 1 mg/day. The patient was on a high ratio of bolus to basal. The company representative was to work with the healthcare provider to get the pump replaced. There were able to successfully update the pump and had not reset again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.